Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation one sample was provided to our quality team for investigation. A visual inspection was performed, and no defects or imperfections were observed. According to verbatim, the complaint appears to be for the absence of stop ring on the plunger rod. This product does not have a stop ring by design according to its product specification. The reported defect is not a true defect and is a design-related inquiry. Therefore, no corrective action is required at this time. Furthermore, a device history record review was completed for provided lot number 3034734. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
No additional information was provided.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok plunger rod was broken/damaged. The following information was provided by the initial reporter translated from french to english: description from (B)(4). Easy piston disconnection. Incident occur-during use. We have tested with another syringe of lot number: 3034734 which has the same problem of the piston not resisting.